Event description:
It was reported that the acetabular insert inside blister pack has an aluminum foil lid, after it was peeled back 60 percent of the way the foil just ripped of the top. Surgeon did not want to use implant, he was concerned that it was contaminated."

Manufacturer narrative:
Investigation in progress. No additional information available at this time.